Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient who was implanted with a neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported that there were problems charging the patients 2013 device and the device was replaced. Caller stated the patient keloid real bad with the last one and the managing hcp at the time had a plastic surgeon come in to try to fix it. Later, the caller clarified that it was yeah the first one patient had she keloided real bad. No further complications were reported/anticipated.